Event description:
Eudo gia clips would not close. Tried new handles, was not the problem. Port was cracked when removed from pt. Equipment to be inspected. Five (5) blue endo gia roticulator, (2) red endogia roticulator, (2) 12mm endo gia univ handles, (1) 5mm-12mm port cracked. See suspect equipment in red bag.